Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller had not encountered the same issue before and was assisted by technical support to reset the pump successfully; the issue did not recur afterward. Customer was advised to continue using the pump and contact support again if the malfunction code reappeared.